Event description:
It was reported by the customer that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had an autofill error. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate and was not able to duplicate the customer reported issue. The stm performed full calibration. Unit passed all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported by the customer that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had an autofill error. There was no harm or injury to the patient and no adverse event was reported.